Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a german patient developed a skin irritation under the back therapy electrodes. Patient described the area as red, itchy spots. There was no alleged device malfunction contributing to the irritation. Patient was given a salve by a physician which increased the irritation. The patient's nurses then used a fenistil cream. Follow up indicated that the rash is nearly resolved with the use of the cream.